Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) sent to site to troubleshoot issue. It was found the connection between the umbilical and image acquisition system (ias) was loose. The fse tightened the cable and the issue resolved. System tested and put back into use. No parts were ordered or returned. No further issue reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported when pressing the 2d button to take an exposure, a framerate error message appears. In 3d mode when the button is pressed for a spin it gives a warning of navigation accuracy and switches back to 2d mode. When they are able to take a 2d image, the pendant shows the mvs and disconnected for 2-3 seconds and then the connection is restored. Troubleshooting - logs indicate an issue with the umbilical. Next action - replacing umbilical cable. There was no patient present when this issue was identified.